Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded electronic and motor assemblies. The device was received with cracked case at lcd window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the up and down arrow buttons were not responding after he was thrown in the pool with the insulin pump. Blood glucose value was 125 mg/dl. The customer stated the act button was not unresponsive during a bolus but was unresponsive during an easy bolus attempt and the easy bolus feature is on. The customer was instructed to remove the battery for five minutes and insert a new one; he stated all buttons were unresponsive. The customer stated he did not receive any error alarms and the alarm history could not be checked for button error alarms due to the keypad issue. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was not replaced or returned for analysis.